Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery. A 3.50x24mm promus element¿ drug-eluting stent was advanced but was unable to cross the lesion. When the device was removed, the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element mr ous 3.50 x 24mm stent delivery system was returned for analysis. The crimped stent was examined and distal damage was noted. The first distal strut row was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery. A 3.50x24mm promus element¿ drug-eluting stent was advanced but was unable to cross the lesion. When the device was removed, the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.